Event description:
It was reported that during a magnetic resonance imaging (MRI) procedure, the right ventricular (rv) lead of a pacemaker was initially programmed to unipolar and then manually programmed to bipolar using the mobile programmer application. The patient was placed in MRI mode, which remained active during the scan. After the MRI, the patient connector was placed over the implantable device to reconnect to the session, and the MRI mode was programmed off. However, the application left the rv lead programmed to bipolar pacing instead of returning to its pre-MRI configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.